Event description:
The customer reported via phone call that the insulin pump had a button error alarm that could not be cleared. The customer confirmed that the device was recently exposed to rain. Blood glucose level at the time of the incident was 158 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the devicee for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces.no button error alarm during testing. There was no moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.